Event description:
This was a lead extraction case performed in the or to extract 2 leads (sjm 7010 and sjm 1788tc) at patient¿s request. The physician prepped each lead with a lld-ez and using a 12f glidelight, extracted the atrial lead (sjm 1788tc) without a problem. The physician than began extraction of the rv lead. The sjm 7010 lead didn't show signs of extrusion, so the physician began with a 12f glidelight laser sheath, but could not progress beyond the proximal coil. The glidelight was upsized to a 14f and steady progress was made. The lead was extracted and the blood pressure remained stable. Upon removal of the lead, heavy fibrosis was noted on the lead. About 2 minutes after removing the lead, the blood pressure dropped. The anesthesiologist noted a slight effusion, so the CT surgeon intervened. He made a pericardial window, but only discovered a small amount of bleeding. The source of the blood wasn't determined, but a drain was placed. No further intervention was required. Patient was stable.